Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years post implant of mesh ¿ ventralex, patient was diagnosed with adhesions and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device list adhesion and pain as a possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was opened and excised. Incarcerated omentum was reduced back into peritoneal cavity and defect was noted. Previous sutures were found. An ventralex mesh was placed and secured circumferentially with sutures.¿ (B)(6) 2017 - patient was diagnosed with abdominal pain and intestinal adhesion thereby underwent laparoscopic repair of adhesiolysis. Per operative notes, ¿amount of omental adhesion to previous mesh and intestine appeared to be involved. Adhesiolysis was performed and separated away loops of bowel from each other to prevent internal herniation. The bowel loops were freed from the abdominal wall and the mesh hernia repair to be intact and free floated tissue in abdomen was removed.¿ attorney alleges that the patient had adhesions, mesh migration and pain.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was opened and excised. A ventralex mesh was placed and secured circumferentially with sutures.¿ on (B)(6) 2017 - patient had abdominal pain and diagnosed with intestinal adhesions thereby underwent laparoscopic repair. Per operative notes, ¿amount of omental adhesions to previous mesh and intestine appeared to be involved. Adhesiolysis was performed and separated away loops of bowel from each other to prevent internal herniation. The bowel loops were freed from the abdominal wall and the mesh was found to be intact. Some of the free floated tissue in the abdomen were removed.¿ attorney alleges that the patient had adhesions, mesh migration and pain.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years post implant of mesh ¿ ventralex, patient was diagnosed with adhesions and abdominal pain. The instructions-for-use supplied with the device lists adhesions, pain as possible complications. Addendum #2: h11: this supplemental emdr is submitted to correct the event description, relevant tests and lab data, expiry date, UDI no. And PMA/510(k) #. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: corrected fields: b5 (event description), b6 (relevant tests and lab data), d4 (expiry date, UDI no.), d.6b (date of explant), g4 (PMA/510(k) #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.